Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2024 per timestamp). No external power alarm was active on (B)(6) 2024 from 10:55:17 ¿ 11:02:17. The alarms activated due to a loss of ac power to the mobile power unit (mpu). The alarms cleared once the controller was connected to battery power. The backup battery was able to provide power to the system during the events. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that multiple events were noted upon interrogation. The event log files were submitted for review. No external power events were captured on (B)(6) 2024 while the patient was on battery power and the mobile power unit (mpu). It appeared that the event was caused by a double power cable disconnection or a bent pin on the power connector while on battery power. The no external power events that occurred while tethered to the mpu appeared to be caused by a brief power interruption to it. The patient reportedly routinely disconnected from the mpu to use the restroom despite education. The patient also was not fully tightening connections. The event resolved and there was no issue with the mpu. There were no events noted by the patient.